Event description:
It was reported that the 8800 system had a communication failure error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was rebooted without error during the svc call. The system was tested, and found to be working as intended, and put back into svc.